Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and rv (right ventricular) undersensing information. Since (B)(6) 2015, sic counts are up to 154. The last measured r wave was at 0.8mv. (B)(4).

Event description:
It was reported, one day post implant, that the r waves had diminished on the right ventricular (rv) lead. There was a high number of short interval counts (sic) and the premature ventricular contractions (pvc) count was high. The lead remains in use. No patient complications have been reported as a result of this event.